Event description:
A pharmacist called on behalf of the customer. She stated that the customer received an e11 error code when trying to test her blood glucose. The initial call did not meet the criteria to be reported, but the customer's test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 (confirms exposure) and 79 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.